Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a site/set/cart (luer lock) issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue is not always obvious and detectable prior to use and can result in under-delivery of insulin.